Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 1443.1 mcg/day) via an implantable infusion pump. It was reported that last year a volume discrepancy was seen. The caller stated today she was expecting 4.8 and got back 11cc.